Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 08jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced and calibrated the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/18/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the lower left corner of the touchscreen was unresponsive. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified, estimate used.